Event description:
It was reported to philips that the system could not emit x-ray. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the procedure that was to occur at the time of the event was aborted but then was continued after the system was restarted. No patient or user harm or injury was reported to philips. It was noted that the same issue occurred twice and a philips field service engineer (fse) inspected the system onsite and confirmed the reported issue both times. Troubleshooting and analysis of the log files identified tube current out of range errors and generator errors. The fse replaced the tube. After the tube was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.